Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported failed downstream occlusion was reproduced during evaluation. A review of the event history log identified failed downstream occlusion. The cause was determined to be that the force sensor flex was damaged . The downstream force sensor flex was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.